Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a scrotal infection, that led to a surgical intervention. During surgery, the pump was explanted and the affected area was washed out. It is believed that the patient used the device too early in the post-operative period, which could have caused the scrotal wound to open and infect. It is expected to re-implant a pump when the patient heals. There were no additional patient complications reported.